Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and confirmed the helium gas leak was coming from the fittings of the helium tubing assembly. The getinge fse re-tighten the fitting of the tubing assembly and that stopped the gas leak. The fse stated that the device passed all performance testing according to manufacture specifications. The device was then returned to the customer and cleared for clinical use.

Event description:
It was reported that during daily checks, the cardiosave intra-aortic balloon pump (iabp) unit was leaking helium. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.